Event description:
It was reported that a spectrum iq infusion pump over infused during volumetric test during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: h3, h6, h11. H11: the device was received for evaluation. During evaluation, the reported problem of "over infused during volumetric test" was reproduced. The device was tested for flow accuracy test and it over delivered with an error percentage of 6.23%. A review of the event history log (ehl) revealed occurrences of infusion with no abnormalities. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be pressure plate travel out of adjustment. The pressure plate travel requires adjustment to correct the reported problem. Should additional relevant information become available, a supplemental report will be submitted.